Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, it was noted that the right ventricular (rv) lead had dislodged from the original position. It was suspected that the helix was not fully inserted into the tissue during the implant procedure. While repositioning the rv lead, it was noted that the helix would not extend. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Additional information: the reported events were lead dislodged and failure to extend of the helix. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. The reported event of failure to extend of the helix was confirmed. X-ray inspection found overtorqued inner coil consistent with the procedural damage. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of failure to extend of the helix was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil.